Manufacturer narrative:
Insulin pump received with intermittent act button response due to flattened button dome switch. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.

Event description:
It was reported that the act button on the insulin pump was unresponsive. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.